Event description:
While imaging an in-stent restenosis (isr) in the right coronary artery (rca) proximal to mid, the intravascular ultrasound catheter (ivus) tip fractured. Upon withdrawal of the ivus catheter, the tip became caught in the restenosed stent causing the distal tip of the ivus catheter to detach from the body of the catheter. The physician successfully retrieved the detached tip with a snare device. There was no pt injury reported.